Manufacturer narrative:
This case was assessed by merz north america as non-serious. The event of injection site nodule was assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). Based on the information provided, there was no evidence of a reportable death, serious injury, or malfunction. Merz causality re-assessment due to follow-up information received on 24-feb-2026: the batch record review for radiesse(+), lot a00220400, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00220400) and no similar events were noted. This case was upgraded to serious. The events possible localized inflammatory response and radiesse(+) cluster were added. Product preparation issue and off label use of device were added. The outcome of the event nodule was reported as not resolved. In the opinion of the reporter, the event nodule was related to radiesse(+). This case was assessed by merz north america as serious. The events injection site inflammation and product distribution issue were assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+). Product preparation issue and off label use of device were coded only for formal reasons. Injection of radiesse(+) into the perioral area is no approved use of radiesse(+) in the us. Dilution of radiesse(+) with bacteriostatic normal saline for injection into the jawline and perioral is not approved based on currently valid us instructions for use leaflet of radiesse(+). Possible confounding factor in this case includes prior jawline filler injection in the same area that radiesse(+) was injected. However, the information was provided was sparse, with no product, amounts, or date(s) for injection provided. Nevertheless, the reported events can occur after treatment with radiesse(+) and due to the compatible local and temporal relationship, causality for the reported events was assessed as possibly related to the treatment with radiesse(+). Causality for the previously reported event injection site nodule remains unchanged as possibly related to the treatment with radiesse(+). Based on the information provided, this case was assessed as reportable to the FDA as the event of injection site nodule was deemed to meet the serious injury criteria of permanent damage as permanent damage cannot be ruled out with certainty.

Event description:
Case description: this spontaneous report was received from an us health care professional and concerns a patient. The patient was injected with radiesse(+) . After the radiesse(+) injection, the patient experienced a nodule. The outcome of the event was unknown. Follow-up information was provided on 24-feb-2026: this case was upgraded to serious. The events possible localized inflammatory response and radiesse(+) cluster were added. Patient initials, date of birth, gender (female) and age were provided. She was 35 years old at the time of the events (weight was ambiguously reported as 165). The patient was injected with 1.5 ml of radiesse(+) into the lower face, jawline and perioral area (off label use of device), on (B)(6) 2025. 1.5 ml of radiesse (+) was hyper diluted with 3 ml of bacteriostatic normal saline at a 2:1 ratio (product preparation issue, off label use of device), for a total of 4.5 ml, injected subcutaneously using a 25 g cannula. Batch number was reported as a00220400 (expiry date: 03-mar-2027). The batch record review was received and the lot number for radiesse (+) was confirmed as a00220400 (expiry date: 03-mar-2027). A lot search in the global safety database was conducted. She was previously injected with filler into the jawline. Patient allergies and other relevant history were reported as none. On (B)(6) 2026 (ambiguously reported as (B)(6) 2025), after the radiesse (+) injection, the patient experienced small nodules along the jawline in between both medial and lateral injection points, the radiesse (+) clustered together without fully spreading into the tissue and a possible localized inflammatory response. The patient experienced the reported events despite correct aftercare (as reported). Laboratory tests were reported as performed. Corrective treatment included the areas of the nodules being flushed with 0.5 ml of bacteriostatic normal saline. The outcome of the event nodule was reported as not resolved (changed from unknown). The outcome of the events possible localized inflammatory response and radiesse(+) cluster was reported as not resolved. In the opinion of the reporter, the events were related to radiesse(+). Therefore, for the event nodule, the causality was changed from reasonable possibility/suspected to related. Treatment was necessary to accelerate recovery and the event nodules was considered to be permanent, as at the time of the report there was no definitive solution to the nodules. The event did not require hospitalization. In the opinion of the reporter, either the radiesse(+) clustered together without fully spreading into the tissue or there was a localized inflammatory response that resulted in the nodules.